Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure a balloon burst occurred. The target lesion was a stone in the common bile duct (cbd). A 9-12mm extractor rx retrieval balloon had been advanced to retrieve the cbd stone. During extraction of the stone, the balloon "popped". The device was able to be completely removed from the pt with no "parts" left in the pt. The procedure was completed with another of the same device. There were no pt complications reported with the pt's current condition listed as "fine".